Event description:
Patient woke up on sunday, (B)(6) 2012, 3 days postoperative. He took off mastoid dressing to adjust it and found the titanium implant had come out. It is not known why the implant extruded. Patient is scheduled to have revision surgery on (B)(6) 2012.

Manufacturer narrative:
Implant was not received at the time of this report. Implant loss is known to occur and considered in the rmr and communicated in the patient information. There are no indications that the occurred is a result of manufacturing or component failure.